Event description:
It was reported by the customer that the device was displaying a service light and had two error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent failure. The therapy board pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.